Event description:
Caller states that the strip vial label appears as if there was never anything printed next to lot number, use by date, and code number. Requested return of suspect vial and replacement was sent.